Event description:
It was reported the patient¿s lead was showing greater than 10,000 ohms on electrodes eight through eleven. It was noted a reprogramming was performed to utilize electrodes showing normal impedances to get better coverage of bilateral lower extremities. It was reported coverage of painful areas was obtained. It was noted the cause of the high impedances was unknown.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3487a-45, lot # v495192, implanted: (B)(6) 2010, product type lead; product ID 3487a-45, lot # v542023, implanted: (B)(6) 2010, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).